Event description:
The customer reported that temperature adapter cable has a bad connection. In this failure mode, the temperature parameter appears and disappears from the monitor screen. No injuries were reported.

Manufacturer narrative:
Spacelabs performed a health hazard evaluation in 2007, which identified that mitigation is required to prevent possible delay in pt care. Review of our post market surveillance has revealed that spacelabs had not previously submitted a report of this issue to the FDA. We are now reporting this issue as required by 21 cfr 803.